Event description:
It was reported, the mechanical lithotriptor had a olympus guidewire tear at the distal tip upon insertion. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported issue was confirmed. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported issue occurred due to the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. (See fig.3) 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The following information from the instructions for use (IFU) pertains to this event: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.